Manufacturer narrative:
(B)(6). Date patient reaction began is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 for removal of plates due to a reaction and skin breakdown. The patient was initially implanted with the plates on (B)(6) 2016 to treat an unknown condition. Reportedly, after a few months postop the patient began to have a reaction and had symptoms of inflammation. The patient was treated with antibiotics and his condition was monitored. The patient's reaction to the plates caused erosion of the plates through skin. During the revision the plates, screws and mesh were removed. No surgical delay was reported. The procedure was successfully completed. The patient outcome was reported as suboptimal. This report is for one (1) 1.5mm resorbable cortex screw. This is report 4 of 10 for (B)(4).